Event description:
Patient had uneventful ilasik (B)(6) 2012. Patient presented at 6 weeks post-op with epithelial ingrowth left eye (os). Patient brought back to the laser suite for flap lift with removal of epithelial ingrowth (B)(6) 2012. Patient referred back to co-managing doctor for follow-up care.

Manufacturer narrative:
Epithelial ingrowth. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
(B)(4).